Event description:
It was reported that the patient had a hysterectomy in (B)(6) 2000 and mesh was used to treat stress urinary incontinence. Two years post-op, she began to experience pain and she continues to experience pain, incontinence and dyspareunia. No additional information was provided at this time.

Manufacturer narrative:
(B)(4). Dyspareunia. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.